Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) year old male who presented with a unruptured aneurysm located on the anterior communicating artery. The pt's aneurysm was coiled on (B)(6) 2014 and during the procedure the pt presented with vasospasm that was most pronounced in the left and right icas. The vasospasm was treated with reported because the event resulted in medical or surgical intervention to prevent further permanent impairment to body structure or body function.